Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup vvi (bvvi) mode resulting in high voltage therapy being disabled. The implanted system was not conditional for a 3t MRI, causing the bvvi. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.